Event description:
Event description guidant received information that this ventricular lead has had increasing lead impedance measurements over the last year. Now the impedance measurement is greater than 2500 ohms. The pacing threshold and sensing are fine. The lead was surgically abandoned due to the high impedance measurements. The pacemaker, which was included in the failure mode 1 advisory, was also electively replaced at that procedure to save the patient from another surgery.